Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery showed 1 year remaining early this year. However, recently it had reached end of life (eol). Boston scientific technical services (ts) discussed that threshold output had increased which could have caused the changes or it was possibly due to retry. Additional information was obtained indicating that the field representative had discussed the issue with the physician and the patient was then scheduled for a follow up check up in which the representative had no further information with the follow up result. No adverse patient effects were reported.